Event description:
It was reported that during the procedure, the physician was unable to remove the stylet from the lead. The lead was damaged in the attempt to change the lead stylet. The lead was never implanted and a different product was used. The product issue was reportedly resolved, and the cause was determined to be a lead failure due to a stuck stylet. No patient symptoms or complications were reported. No diagnostic or troubleshooting was performed.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.